Event description:
It was reported that two 2.5mm duet stents were placed in a tortuous left anterior descending. The pt returned due to sub acute thrombosis occlusion and required postdilation of the stented area. This treatment was successful. No other info was reported. Attempts to obtain additional info were unsuccessful.